Manufacturer narrative:
Concomitant medical product: a2dr01 ipg implanted: (B)(6) 2017. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced pauses which the physician suspected were due to managed ventricular pacing mode programmed on the implantable pulse generator (ipg). Vegetation was found on the right ventricular (rv) lead. The rv lead exhibited high thresholds. The ipg and rv lead remain in use. No further patient complications have been reported as a result of this event.